Event description:
The customer reported physicians called to question 4 patient samples for creatinine plus ver 2 (creap2) from 03/30/2016 through 06/08/2016. The customer pulled the samples and repeated the entire profiles . Everything matched except for (creap2) , which repeated much lower. Data was provided for a total of 8 patient samples. Of the data provided, only the results for four patient samples were erroneous and reported outside the laboratory. Patient 1 result was 1.81 mg/dl. The repeat was done on (B)(6) 2016 and the result was 0.51 mg/dl. On (B)(6) 2016, patient 2 result was 1.53 mg/dl. The repeat was done on (B)(6) 2016 and the result was 0.77 mg/dl. The patient is a (B)(6) male. On (B)(6) 2016, patient 3 result was 2.31 mg/dl. The repeat was done on (B)(6) 2016 and the result was 1.14 mg/dl. The repeat result was run on the c 501 module with the serial number of (B)(4). The patient is a (B)(6) male. On (B)(6) 2016, patient 4 result of was 2.42 mg/dl. The repeat was done on (B)(6) 2016 and the result was 1.24 mg/dl. The repeat result was run on the c 501 module with the serial number of (B)(4). The patient is a (B)(6) male. The erroneous results were reported outside the laboratory. The repeat results were believed to be correct. The customer is not aware of any adverse impact to any patient due to the original creatinine results. The reagent lot number in use prior to (B)(6) 2016 was 11565501 with an expiration date of 09/30/2016. The reagent lot in use from (B)(6) 2016 on was 13128101 with an expiration date of 10/31/2016. Preventive maintenance was done on the analyzer on 04/09/2015. The customer ran precision testing and changed the probe after they noticed splatter around the probe station. The field service representative found the removed probe had debris inside. He cleaned out the probe with a line and flushed out three very small pieces of white plastic. He performed and verified adjustments of the new probes and ran qc which passed per specifications.

Manufacturer narrative:
Calibration and quality controls were acceptable. A general reagent or hardware issue could be excluded. Based upon the reaction monitors provided for investigation, a reagent carryover reaction was seen. The root cause of the issue was determined to be the r2 probe which was replaced during the field service visit. No additional discrepant results occurred after replacement of the r2 probe.